Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") and autoimmune disorder ("autoimmune type problems") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),'), rheumatoid arthritis ('auto immune disorder- rheumatoid arthritis') and pelvic adhesions ('adhesions') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint pain, stress, anxiety, hand pain and obesity. Concomitant products included adalimumab (humira). On (B)(6) 2013, the patient had essure inserted. In april 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue,"). In (B)(6) 2016, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic adhesions (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with dexamethasone sodium phosphate (corticoidex), folic acid, hydroxychloroquine, ibuprofen (motrin), methotrexate, prednisone, surgery (endomaterial ablation and hysterectomy with bilateral salpingectomy) and lysis of adhesions. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, weight increased, alopecia and abdominal pain lower had resolved and the rheumatoid arthritis, pelvic adhesions and fatigue outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, fatigue, menorrhagia, pelvic adhesions, pelvic pain, rheumatoid arthritis, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs and mr received : aka name added, reporter added, patient demographic added, event medical device removal is updated to pelvic pain. Event auto immune disorder is updated to rheumatoid arthritis. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, weight gain, adhesions, rheumatoid arthritis, hair loss, abdominal pain lower. Events onset date, treatment drug, events severity, concomitant drug, medical history and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.